Manufacturer narrative:
The product, ri cori (us), rob10024, sn(B)(4) used for treatment was not returned for evaluation, however a photo was provided for review. The photo identified the "critical error" message. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a software issue. Further investigation into the failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, before a cori procedure, they received a critical error (the system has detected that launcher exited due to a configuration error) while entering patient info for new case. This took place after successfully completing a tka in another room without any issues or errors. The procedure was successfully completed without delay using a the same device, after rebooting it, no further errors. No patient injury or other complications were reported.